Event description:
Reported by the dm on behalf of the customer via email - the physician was stenting a venous transverse sinus and the shuttle would not pull back. The stent delivery was through the shuttle. No calcium present. We had to pull everything out over the wire leaving the wire in place. He put a new shuttle in and a new stent and everything went fine on the second attempt. Complaint opened to capture the off label use of the replacement device. Related to pr (B)(4) / MDR ref # 3001845648-2023-00070. No adverse effects.

Manufacturer narrative:
PMA/510(k) # p050017/s002 and s003. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This supplemental report is being submitted due to the completion of the investigation on the 25-may-2023.

Manufacturer narrative:
PMA/510(k) # p050017/s002 and s003. Device evaluation off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. The zilver 635 vascular self-expanding stent device of unknown lot number involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided a document-based investigation was conducted. This complaint is related to pr (B)(4) - shuttle would not pull back and will capture the off label use of the replacement device. The device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. IFU/label review it should be noted that the instructions for use (ifu0043) states the following: ¿intended for use as an adjunct to percutaneous transluminal angioplasty (pta) in the treatment of symptomatic vascular disease of the iliac arteries¿. There is evidence to suggest that the customer did not follow the instructions for use. From the additional information obtained, it is known that the device was used during a transverse sinus stenting procedure and this device is not intended for use here as instructed by the IFU. Image review an image was not returned for evaluation root cause review a definitive root cause of off label use was established. The user has not complied with the requirements of the IFU with respect to the intended use of the device. The intended area for use is the iliac arteries yet from the information available, it is known that the device was used during a transverse sinus stenting procedure. It should be noted that, as the device was used outside of their validated state and/or against the instructions provided in the IFU, it is not possible to predict how the devices will perform or function. Confirmation of complaint complaint is confirmed based on customer testimony. Summary according to the initial reporter the physician was stenting a venous transverse sinus and the shuttle would not pull back. The stent delivery was through the shuttle. They had to pull everything out over the wire leaving the wire in place. He put a new shuttle in and a new stent and everything went fine on the second attempt. This complaint was opened to capture the off label use of the replacement device. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. This device was used off label to successfully complete the procedure. Investigation findings conclude that a definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use of the device. From the information given, it is known that the physician attempted to deploy this stent in the transverse sinus for which it is not intended. The IFU states that ¿the zilver vascular stent is intended for use as an adjunct to percutaneous transluminal angioplasty (pta) in the treatment of symptomatic vascular disease of the iliac arteries". Using a device outside its validated intended area of use, means we cannot predict how the device will perform. Complaint is confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.